Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple loss of prime warnings associated with non-zero low force. The pump powered up and functioned properly. The rewind/load/prime sequence and a 24-hour basal exercise were completed without encountering any loss of prime warnings. Normal and audio bolus exercises were executed and recorded corrected. The force sensor calibration reading was within specifications. Unrelated to the complaint, a battery compartment crack along the side of the compartment was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alerted for loss of prime multiple times. Reportedly, the issue persisted with change of cartridge cap, infusion set, and battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.